Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), penumbra system jet7 reperfusion catheter (jet7), penumbra pump, penumbra canister, non-penumbra guiding catheter, and non-penumbra stent retriever. During the procedure, the physician placed the velocity, jet7, and guiding catheter in the m1 segment and performed aspiration using the jet7. It was noted that the jet7 was connected to the pump, and the canister was placed in the pump. The physician stopped aspirating once blood was seen flowing into the canister. Subsequently, the physician flushed the jet7 with a 10cc syringe to perform an angiogram, which showed there were remaining clots in the m2 to m3 segments. The physician then re-advanced the same velocity through jet7, followed by a stent retriever. The jet7 was used aspirate the remaining clots. Next, the stent retriever was removed, but there was no blood flowing into the canister, so the physician decided to retract the jet7. While retracting the jet7 slowly, the physician continued aspiration until it was close to the acute-stage cerebral infarction. Subsequently, the jet7 was flushed with a 10cc syringe again to perform another angiogram. However, while flushing the jet7, the distal tip was kicked to the m1 segment and expanded. Contrast media was noticed in that segment. It was noted that second angiogram showed there were remaining blood clots. Upon removal of the jet7, damage on the distal tip was observed. The physician ended the procedure at this point. To treat the bleeding in the mca, the physician placed eight non-penumbra coils. On (B)(6) patient¿s condition was classified as mrs5 on the modified rankin scale (mrs). On (B)(6) patient expired due to deterioration of their symptoms from the bleed, and the cause of death was related to the jet7.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra distributor on 04/07/2020: 1. Section b. Box 5. Describe event or problem. H3 other text: placeholder.

Manufacturer narrative:
Please note that the following sections were inadvertently missed on the initial MFR report and are being updated on this follow-up #01 MFR report:3005168196-2020-00273 1. Section b. Box 2. Date of death. 2. Section h. Box 6. Patient code 2. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, vessel spasm, thrombosis, dissection or perforation, including death. Therefore, it was determined that the reported adverse events were anticipated complications. Results: the jet7 began to stretch approximately 130.0 and partially fractured approximately 130.5 cm from the hub. The jet7 was ovalized approximately 122.0 cm from the hub. Nitinol wire was removed from the distal shaft of the returned jet7. Conclusions: evaluation of the returned jet7 confirmed that the distal tip was damaged. If the catheter is manipulated against resistance within anatomy, the catheter may become damaged and/or stretched. Additionally, forceful manipulation of a stent retriever within the jet7 may also contribute to similar catheter damage. If the jet7 is flushed with fluid while damaged, the distal tip may become occluded resulting further additional catheter damage and expansion. Further evaluation of the returned jet7 revealed that distal tip of the jet7 was split and the inner coil winds were exposed. This damage may have occurred due to flushing or retraction out of the patient. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), penumbra system jet7 reperfusion catheter (jet7), penumbra pump, penumbra canister, non-penumbra guiding catheter, and non-penumbra stent retriever. During the procedure, the physician placed the velocity, jet7, and guiding catheter in the m1 segment and performed aspiration using the jet7. It was noted that the jet7 was connected to the pump, and the canister was placed in the pump. The physician stopped aspirating once blood was seen flowing into the canister. Subsequently, the physician flushed the jet7 with a 10cc syringe to perform an angiogram, which showed there were remaining clots in the m2 to m3 segments. The physician then re-advanced the same velocity through jet7, followed by a stent retriever. The jet7 was used aspirate the remaining clots. Next, the stent retriever was removed, but there was no blood flowing into the canister, so the physician decided to retract the jet7. While retracting the jet7 slowly, the physician continued aspiration until it was close to the acute-stage cerebral infarction. Subsequently, the jet7 was flushed with a 10cc syringe again to perform another angiogram. However, while flushing the jet7, the distal tip was kicked to the m1 segment and expanded. Contrast media was noticed in that segment. It was noted that second angiogram showed there were remaining blood clots. Upon removal of the jet7, damage on the distal tip was observed. The physician ended the procedure at this point. To treat the bleeding in the mca, the physician placed eight non-penumbra coils. On (B)(6) 2020, the patient¿s condition was classified as mrs5 on the modified rankin scale (mrs). On (B)(6) 2020, the patient expired.